Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. Three events were not confirmed during testing; however, the devices were found to be out of specification. Two devices were found to be affected by corrosion. One device was found to be affected by a damaged component and wear. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. One reported event had no known patient involvement or patient impact.